Event description:
It was reported that the patient's ipg had reached end of life. The patient is still deciding on what intervention to take.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicates that surgical intervention may occur to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the ipg was explanted and replaced.